Event description:
It was reported in a literature article that ten pedicle screws were placed suboptimal. Sixty-seven patients underwent minimally invasive percutaneous placement of lumbar pedicle screws (296 screws) using a navigated, image guided technique. Electromyography (emg) monitoring of lumbar nerve roots was used in all. Procedural data was collected for each patient during and after the surgery. The number of occasions in which the emg monitoring system warned of proximity (and hence potential impending injury) to a lumbar nerve root during pedicle cannulation was recorded. All patients were examined postoperatively for the presence of new neurologic deficits. A preoperative CT scan was merged with intraoperative 2-dimensional fluoroscopy images on the image guidance system for 24 patients (group 1). Intraoperative 3-dimensional fluoroscopy images was the source for the image guidance system for 43 patients (group 2). Out of the 296 screws, 10 screws were placed suboptimal. Of the 10 screws that were incorrectly placed, none breached the medial pedicle cortex and none produced a positive signal on the emg system. None of the suboptimally placed screws were associated with nerve root injury. There were no cases of neurologic injury from suboptimal placement of the screws. Three pedicle screws from group two were positioned suboptimally. Two of the three screws were repositioned before the conclusion of the surgery, after identification of the improper placement on 3 dimensional fluoroscopy images.

Manufacturer narrative:
Literature article citation: wood et al. A comparison of CT-based navigation techniques for minimally invasive lumbar pedicle screw placement. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.